Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the device displayed the elective replacement indicator (eri) message. The eri indicates that it is premature battery depletion. The patient is still receiving therapy at this time. The next course of action is unknown at this point.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Field representative met with patient. Patient controller app was updated with version artemis 3.6 to clear the eri message. The issue was resolved.